Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer had an alternate pump for insulin therapy. Customer¿s blood glucose level ranged from 120-135 mg/dl.